Event description:
During cataract extraction, iol implantation and corneal transplant os, pt allegedly received retinal photic injury to macula in central field of vision. Total time of procedure reported as 1 hour 10 minutes.